Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that the pilot balloon to a smiths medical portex® cuffed blue line ultra® tracheostomy tube was attempted to be filled with air but would not. It was then required to change the tube out. There were no reported adverse effects.

Manufacturer narrative:
One blue line ultra® tracheostomy tube was returned for analysis in used condition. No discrepancies were found upon visual inspection. A syringe was used to inflate the cuff while submerged under water; noting no discrepancies. Relevant documents were reviewed and deemed adequate. The manufacturing process was reviewed. The cuff assembly operation was reviewed and the inflation line assembly operation was reviewed with no discrepancies found. Inflation tests were audited during thirty two (32) units finding no deflated cuffs. Based on the evidence, the root cause is unknown as the complaint was not confirmed.